Event description:
The customer reported that they were receiving an error message that no x-ray was available. This incident happened during a procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the hv cables. The system operates as intended.